Event description:
The hospital alleges three events of resuscitators that were missing the face mask. One of these events occurred during a code situation. However, the user facility states that the alleged missing mask had no impact on the pt result. The user facility does not know if the tamper resistant tape on the resuscitator polybag drawstring was intact on any of these devices. The pt involved in the code situation expired due to a saddle pulmonary embolism. The initial reporter has informed sims that the alleged missing mask did not cause or in any way contribute to the pt's demise.